Event description:
The manufacturer received information alleging the device does not turn on. There was no harm or injury reported. During the evaluation of the device at third-party service center, the customer's complaint was replicated. Pca was burned, ui bezel plus was scratched and error codes were found in the log. The device was repaired. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dream station CPAP with an allegation she is randomly getting shocks on her finger and internal vibrations in her entire body every time she uses the device. The manufacturer was made aware of this complaint through a representative of the customer. Pil initiated therapy with the device and verified airflow, using the pil supplied power supply and ac power cord. Pil ran therapy with humidifier for 2 hours and could not verify patient complaint. Did not notice burning smell coming from device. Pil observed the following: white dust-like contamination on the blower motor. White dust-like contamination in air inlet of blower box. White and black dust like contamination in iso port (international organization for standardization). Pil was not able to confirm the complaint or address the symptoms specified. The heated tube has been disconnected during rdt. The heated tube is expected to always be connected during rdt. The device was scrapped. During the evaluation one error code found. In box d: device serviced by 3rdp?, device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.